Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl at the time of incident. The customer¿s current blood glucose value was 250 mg/dl. The customer had headache due to high blood glucose value. The customer treated high blood glucose with manual injection. Customer stated that the insulin pump received insulin flow block alarm. No further patient complications were reported. The insulin pump will not be returned for analysis.